Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The processor board replaced during service was returned to livanova (B)(4) for further evaluation. During investigation, the reported issue could not be reproduced. All tests performed were without any faults. The board was scrapped as a precaution. As the issue was not reproduced, a root cause was not determined. However, the customer has reported a recurrence of this issue (refer to 9611109-2017-00597). The entire pump was returned for the recurrence and the issue was found to be a faulty dc/dc-converter on the computer board. Refer to medwatch report 9611109-2017-00597 for additional details.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the processor board. However, this did not resolve the reported malfunction. The device has been requested for return to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement.